Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guidewire break occurred. A 185cm j-tip pt guidewire was selected to cross the lesion; however, the guidewire broke. The procedure was completed with another of the same device. No patient complications were reported.